Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("dental issues"), fatigue ("fatigue"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, alopecia, migraine, tooth disorder, fatigue, arthralgia and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, fatigue, migraine, pelvic pain, rash and tooth disorder to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash"), alopecia ("hair loss"), migraine ("migraines"), tooth disorder ("dental issues"), fatigue ("fatigue"), arthralgia ("hip pain") and back pain ("back pain"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, alopecia, migraine, tooth disorder, fatigue, arthralgia and back pain outcome was unknown. The reporter considered alopecia, arthralgia, back pain, fatigue, migraine, pelvic pain, rash and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 in my left that had broke'), device dislocation ('malposition of essure device location of device: I had 3 coils/ 1 outside the right fallopian tube on its own'), pelvic pain ('pain/chronic pain/ chronic pain syndrome'), syncope ('other injury(ies) or complication (s) please describe: fainting spells'), genital haemorrhage ('bleed like period when I stand up or walk, when I lay down it stops'), coeliac disease ('gastrointestinal or digestive system condition type: I have celiac disease') and pneumonia ('pneumonia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device use issue "2 coils in the right fallopian pain tube". The patient's medical history included multigravida, parity 3 and termination of pregnancy - elective. She had a severe reaction to the back allergy test. Concurrent conditions included sciatica and obesity. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for fainting, pain in hip and swelling abdomen as well as aclidinium bromide (tudorza pressair), beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), diazepam (valium), fluticasone propionate;salmeterol xinafoate (advair) since 2013, formoterol fumarate;mometasone furoate (dulera), gabapentin since 2017, hydrocodone bitartrate;paracetamol (vicodin), levosalbutamol hydrochloride (xopenex), misoprostol (cytotec), montelukast sodium (singulair) and salbutamol since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rash ("skin rash/rashes or skin conditions type: I had a rash with my period"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes:I experienced hormonal changes while I had the essure") and experienced allergy to metals ("allergic or hypersensitivity reaction type: I am allergic to nickel/nickel allergy") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced migraine ("migraines"), rash erythematous ("red rash on my face, chest and arms/ red face and neck"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced lung disorder ("pulmonary issues"). On (B)(6) 2013, the patient experienced drug hypersensitivity ("hypersensitivity to drugs/reacted to 10 different drugs/reacted to leveguil, xopenex, dulera inhaler, tudorza pressair, zyrtec, advair, singular, q-var inhaler, and percocet"). In (B)(6) 2013, the patient experienced syncope (seriousness criterion medically significant), abdominal distension ("pelvic/ abdominal swelling") and pelvic discomfort ("pelvic/ abdominal swelling"). In (B)(6) 2013, the patient experienced tooth disorder ("dental issues / dental problems"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: I have fibromyalgia") with arthralgia and cow's milk intolerance ("cannot eat dairy due to gastrointestinal issues since the essure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), back pain ("back pain / lower back pain"), musculoskeletal pain ("shoulders pain"), pain in extremity ("heels pain"), pain ("chronic pain syndrome"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma"), chronic obstructive pulmonary disease ("copd"), malaise ("sick"), ovulation pain ("pain during ovulation"), dyspnoea ("breathing problems"), pelvic floor muscle weakness ("pelvic weakness"), nightmare ("nightmare"), feeling abnormal ("jiggly feeling in abdomen/ feels very bruised"), swelling ("body swelling"), flatulence ("gas pain/ bloating"), dyspareunia ("pain after sex"), sciatica ("sciatica"), arthralgia ("hip pain"), coccydynia ("tail bone pain"), neck pain ("neck sore"), abdominal pain upper ("stomach hurts"), gait disturbance ("barely walk/ hardly walk"), intervertebral disc annular tear ("disc tear"), anxiety ("anxiety"), biliary colic ("gall bladder pain"), inflammation ("inflammation") and dizziness ("dizzy"). The patient was treated with cefixime (flexeril), epinephrine, fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes), removal of third coil and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, syncope, genital haemorrhage, coeliac disease, pneumonia, alopecia, tooth disorder, fatigue, hormone level abnormal, allergy to metals, drug hypersensitivity, lung disorder, fibromyalgia, headache, dysmenorrhoea, vaginal discharge, abdominal distension, musculoskeletal pain, pain in extremity, asthma, chronic obstructive pulmonary disease, pelvic discomfort, abdominal pain, malaise, cow's milk intolerance, ovulation pain, dyspnoea, feeling abnormal, dyspareunia, sciatica, arthralgia, coccydynia, neck pain, abdominal pain upper, gait disturbance, intervertebral disc annular tear, anxiety, inflammation and dizziness outcome was unknown, the pelvic pain, rash, migraine, pain and swelling was resolving, the back pain, pelvic floor muscle weakness and nightmare had not resolved and the weight increased, rash erythematous, nausea, vulvovaginal mycotic infection and flatulence had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, biliary colic, chronic obstructive pulmonary disease, coccydynia, coeliac disease, cow's milk intolerance, device breakage, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, feeling abnormal, fibromyalgia, flatulence, gait disturbance, genital haemorrhage, headache, hormone level abnormal, inflammation, intervertebral disc annular tear, lung disorder, malaise, migraine, musculoskeletal pain, nausea, neck pain, nightmare, ovulation pain, pain, pain in extremity, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, pneumonia, rash, rash erythematous, sciatica, swelling, syncope, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Discrepancy to be noted in essure removal date as patient reported that she have removal surgery on (B)(6) 2019. Her surgery was classified as a complicated surgery due to having 3 coils instead of 2. Dr. Said he removed all 3 with no complications. After surgery plaintiff had sore for about a week in abdomen area, not bad at all. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6) 2017: no negative findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: social media was received. Events: 1 in my left that had broke, bleed like period when I stand up or walk, when I lay down it stops, pelvic weakness, nightmare, jiggly feeling in abdomen, body swelling, gas pain/ bloating, pain after sex, sciatica, hip pain, tail bone pain, neck sore, stomach hurts, barely walk, disc tear, anxiety, gall bladder pain, inflammation and dizzy were added. On 2-oct-2019: fu7 & fu8 were processed together. Plaintiff fact sheet received. Reporter information was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device location of device: I had 3 coils"), pelvic pain ("pain/chronic pain"), syncope ("other injury(ies) or complication (s) please describe: fainting spells") and coeliac disease ("gastrointestinal or digestive system condition type: I have celiac disease") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device use issue "2 coils in the right fallopian pain tube". The patient's medical history included multigravida, parity 3 and termination of pregnancy - elective. Concurrent conditions included sciatica and obesity. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for fainting, pain in hip and swelling abdomen as well as aclidinium bromide (tudorza pressair), beclometasone dipropionate (qvar), cetirizine hydrochloride, fluticasone propionate;salmeterol xinafoate (advair) since 2013, formoterol fumarate;mometasone furoate (dulera), gabapentin since 2017, levosalbutamol hydrochloride (xopenex), montelukast sodium (singulair) and salbutamol since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash/rashes or skin conditions type: I had a rash with my period"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"), allergy to metals ("allergic or hypersensitivity reaction type: I am allergic to nickel/nickel allergy") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes:I experienced hormonal changes while I had the essure"). In (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced drug hypersensitivity ("hypersensitivity to drugs/reacted to 10 different drugs/reacted to leveguil, xopenex, dulera inhaler, tudorza pressair, zyrtec, advair, singular, q-var inhaler, and percocet"). In (B)(6) 2013, the patient experienced syncope (seriousness criterion medically significant), abdominal distension ("pelvic/ abdominal swelling") and pelvic discomfort ("pelvic/ abdominal swelling"). In (B)(6) 2013, the patient experienced tooth disorder ("dental issues"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant) and fibromyalgia ("autoimmune disorder type of disorder: I have fibromyalgia") with arthralgia. On an unknown date, the patient experienced back pain ("back pain / lower back pain"), pneumonia ("pneumonia"), lung disorder ("pulmonary issues"), rash erythematous ("red rash on my face, chest and arms"), musculoskeletal pain ("shoulders pain"), pain in extremity ("heels pain"), pain ("chronic pain syndrome"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma") and chronic obstructive pulmonary disease ("copd"). The patient was treated with cefixime (flexeril), epinephrine, fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, syncope, coeliac disease, alopecia, tooth disorder, fatigue, back pain, hormone level abnormal, allergy to metals, drug hypersensitivity, pneumonia, lung disorder, fibromyalgia, rash erythematous, headache, dysmenorrhoea, vaginal discharge, abdominal distension, musculoskeletal pain, pain in extremity, asthma, chronic obstructive pulmonary disease and pelvic discomfort outcome was unknown, the rash, migraine and pain was resolving and the weight increased, nausea and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, asthma, back pain, chronic obstructive pulmonary disease, coeliac disease, device dislocation, drug hypersensitivity, dysmenorrhoea, fatigue, fibromyalgia, headache, hormone level abnormal, lung disorder, migraine, musculoskeletal pain, nausea, pain, pain in extremity, pelvic discomfort, pelvic pain, pneumonia, rash, rash erythematous, syncope, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2019: pfs and mr received: events: weight gain, allergy to metal, pulmonary problems, pneumonia, fibromyalgia, arthralgia, device dislocation, red rash, device use issue, dysmenorrhea, vaginal discharge, celiac disease, syncope, abdominal distension, shoulder pain, heels pain, device monitoring procedure not performed, yeast infection, asthma, copd, pelvic discomfort, hormonal changes: I experienced hormonal changes while I had the essure, drug hypersensitivity, pneumonia, headaches, nausea were added. Event onset date and outcome were added. Concomitant drugs and conditions were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 in my left that had broke'), device dislocation ('malposition of essure device location of device: I had 3 coils/ 1 outside the right fallopian tube on its own'), pelvic pain ('pain/chronic pain/ chronic pain syndrome'), syncope ('other injury(ies) or complication (s) please describe: fainting spells'), genital haemorrhage ('bleed like period when I stand up or walk, when I lay down it stops'), coeliac disease ('gastrointestinal or digestive system condition type: I have celiac disease') and pneumonia ('pneumonia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device use issue "2 coils in the right fallopian pain tube". The patient's medical history included multigravida, parity 3 and termination of pregnancy - elective. She had a severe reaction to the back allergy test. Concurrent conditions included sciatica and obesity. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for fainting, pain in hip and swelling abdomen as well as aclidinium bromide (tudorza pressair), beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), diazepam (valium), fluticasone propionate;salmeterol xinafoate (advair) since 2013, formoterol fumarate;mometasone furoate (dulera), gabapentin since 2017, hydrocodone bitartrate;paracetamol (vicodin), levosalbutamol hydrochloride (xopenex), misoprostol (cytotec), montelukast sodium (singulair) and salbutamol since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rash ("skin rash/rashes or skin conditions type: I had a rash with my period"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes:I experienced hormonal changes while I had the essure") and experienced allergy to metals ("allergic or hypersensitivity reaction type: I am allergic to nickel/nickel allergy") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced migraine ("migraines"), rash erythematous ("red rash on my face, chest and arms/ red face and neck"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced lung disorder ("pulmonary issues"). On (B)(6) 2013, the patient experienced drug hypersensitivity ("hypersensitivity to drugs/reacted to 10 different drugs/reacted to leveguil, xopenex, dulera inhaler, tudorza pressair, zyrtec, advair, singular, q-var inhaler, and percocet"). In (B)(6) 2013, the patient experienced syncope (seriousness criterion medically significant), abdominal distension ("pelvic/ abdominal swelling") and pelvic discomfort ("pelvic/ abdominal swelling"). In (B)(6) 2013, the patient experienced tooth disorder ("dental issues / dental problems"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: I have fibromyalgia") with arthralgia and dairy intolerance ("cannot eat dairy due to gastrointestinal issues since the essure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), back pain ("back pain / lower back pain"), musculoskeletal pain ("shoulders pain"), pain in extremity ("heels pain"), pain ("chronic pain syndrome"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma"), chronic obstructive pulmonary disease ("copd"), malaise ("sick"), ovulation pain ("pain during ovulation"), dyspnoea ("breathing problems"), pelvic floor muscle weakness ("pelvic weakness"), nightmare ("nightmare"), abdominal discomfort ("jiggly feeling in abdomen/ feels very bruised"), swelling ("body swelling"), flatulence ("gas pain/ bloating"), dyspareunia ("pain after sex"), sciatica ("sciatica"), arthralgia ("hip pain"), coccydynia ("tail bone pain"), neck pain ("neck sore"), abdominal pain upper ("stomach hurts"), gait disturbance ("barely walk/ hardly walk"), intervertebral disc annular tear ("disc tear"), anxiety ("anxiety"), biliary colic ("gall bladder pain"), inflammation ("inflammation") and dizziness ("dizzy"). The patient was treated with cefixime (flexeril), epinephrine, fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes))removal of third coil ). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, syncope, genital haemorrhage, coeliac disease, pneumonia, alopecia, tooth disorder, fatigue, hormone level abnormal, allergy to metals, drug hypersensitivity, lung disorder, fibromyalgia, headache, dysmenorrhoea, vaginal discharge, abdominal distension, musculoskeletal pain, pain in extremity, asthma, chronic obstructive pulmonary disease, pelvic discomfort, abdominal pain, malaise, dairy intolerance, ovulation pain, dyspnoea, abdominal discomfort, dyspareunia, sciatica, arthralgia, coccydynia, neck pain, abdominal pain upper, gait disturbance, intervertebral disc annular tear, anxiety, inflammation and dizziness outcome was unknown, the pelvic pain, rash, migraine, pain and swelling was resolving, the back pain, pelvic floor muscle weakness and nightmare had not resolved and the weight increased, rash erythematous, nausea, vulvovaginal mycotic infection and flatulence had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, biliary colic, chronic obstructive pulmonary disease, coccydynia, coeliac disease, dairy intolerance, device breakage, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, fibromyalgia, flatulence, gait disturbance, genital haemorrhage, headache, hormone level abnormal, inflammation, intervertebral disc annular tear, lung disorder, malaise, migraine, musculoskeletal pain, nausea, neck pain, nightmare, ovulation pain, pain, pain in extremity, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, pneumonia, rash, rash erythematous, sciatica, swelling, syncope, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Discrepancy to be noted in essure removal date as patient reported that she have removal surgery on (B)(6) 2019. Her surgery was classified as a complicated surgery due to having 3 coils instead of 2. Dr. Said he removed all 3 with no complications. After surgery plaintiff had sore for about a week in abdomen area, not bad at all. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Magnetic resonance imaging - on (B)(6) 2017: no negative findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: I had 3 coils'), pelvic pain ('pain/chronic pain/ chronic pain syndrome'), syncope ('other injury(ies) or complication (s) please describe: fainting spells'), coeliac disease ('gastrointestinal or digestive system condition type: I have celiac disease') and pneumonia ('pneumonia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils in the right fallopian pain tube" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included multigravida, parity 3 and termination of pregnancy - elective. She had a severe reaction to the back allergy test. Concurrent conditions included sciatica and obesity. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for fainting, pain in hip and swelling abdomen as well as aclidinium bromide (tudorza pressair), beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), fluticasone propionate;salmeterol xinafoate (advair) since 2013, formoterol fumarate;mometasone furoate (dulera), gabapentin since 2017, levosalbutamol hydrochloride (xopenex), montelukast sodium (singulair) and salbutamol since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rash ("skin rash/rashes or skin conditions type: I had a rash with my period"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes:I experienced hormonal changes while I had the essure") and experienced allergy to metals ("allergic or hypersensitivity reaction type: I am allergic to nickel/nickel allergy") and vaginal discharge ("vaginal discharge"). In december 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2009, the patient experienced alopecia ("hair loss"). In december 2009, the patient experienced migraine ("migraines"), rash erythematous ("red rash on my face, chest and arms"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain") and abdominal pain ("abdominal pain"). In january 2013, the patient experienced lung disorder ("pulmonary issues"). On (B)(6) 2013, the patient experienced drug hypersensitivity ("hypersensitivity to drugs/reacted to 10 different drugs/reacted to leveguil, xopenex, dulera inhaler, tudorza pressair, zyrtec, advair, singular, q-var inhaler, and percocet"). In february 2013, the patient experienced syncope (seriousness criterion medically significant), abdominal distension ("pelvic/ abdominal swelling") and pelvic discomfort ("pelvic/ abdominal swelling"). In march 2013, the patient experienced tooth disorder ("dental issues / dental problems"). In august 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In november 2014, the patient experienced coeliac disease (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: I have fibromyalgia") with arthralgia and cow's milk intolerance ("cannot eat dairy due to gastrointestinal issues since the essure"). On an unknown date, the patient experienced pneumonia (seriousness criterion medically significant), back pain ("back pain / lower back pain"), musculoskeletal pain ("shoulders pain"), pain in extremity ("heels pain"), pain ("chronic pain syndrome"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma"), chronic obstructive pulmonary disease ("copd"), malaise ("sick"), ovulation pain ("pain during ovulation") and dyspnoea ("breathing problems"). The patient was treated with cefixime (flexeril), epinephrine, fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, syncope, coeliac disease, pneumonia, alopecia, tooth disorder, fatigue, back pain, hormone level abnormal, allergy to metals, drug hypersensitivity, lung disorder, fibromyalgia, rash erythematous, headache, dysmenorrhoea, vaginal discharge, abdominal distension, musculoskeletal pain, pain in extremity, asthma, chronic obstructive pulmonary disease, pelvic discomfort, abdominal pain, malaise, cow's milk intolerance, ovulation pain and dyspnoea outcome was unknown, the pelvic pain, rash, migraine and pain was resolving and the weight increased, nausea and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, asthma, back pain, chronic obstructive pulmonary disease, coeliac disease, cow's milk intolerance, device dislocation, drug hypersensitivity, dysmenorrhoea, dyspnoea, fatigue, fibromyalgia, headache, hormone level abnormal, lung disorder, malaise, migraine, musculoskeletal pain, nausea, ovulation pain, pain, pain in extremity, pelvic discomfort, pelvic pain, pneumonia, rash, rash erythematous, syncope, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Discrepancy to be noted in essure removal date as patient reported that she have removal surgery on (B)(6) 2019. Her surgery was classified as a complicated surgery due to having 3 coils instead of 2. Dr. Said he removed all 3 with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Nuclear magnetic resonance imaging - on 11-dec-2017: no negative findings.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: new pfs received- new events added: menstrual pain, breathing problems were added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: I had 3 coils'), pelvic pain ('pain/chronic pain/ chronic pain syndrome'), syncope ('other injury(ies) or complication (s) please describe: fainting spells') and coeliac disease ('gastrointestinal or digestive system condition type: I have celiac disease') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils in the right fallopian pain tube" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included multigravida, parity 3 and termination of pregnancy - elective. She had a severe reaction to the back allergy test. Concurrent conditions included sciatica and obesity. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for fainting, pain in hip and swelling abdomen as well as aclidinium bromide (tudorza pressair), beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), fluticasone propionate;salmeterol xinafoate (advair) since 2013, formoterol fumarate;mometasone furoate (dulera), gabapentin since 2017, levosalbutamol hydrochloride (xopenex), montelukast sodium (singulair) and salbutamol since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash/rashes or skin conditions type: I had a rash with my period"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"), allergy to metals ("allergic or hypersensitivity reaction type: I am allergic to nickel/nickel allergy") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes:I experienced hormonal changes while I had the essure"). In december 2009, the patient experienced migraine ("migraines"), rash erythematous ("red rash on my face, chest and arms"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In january 2013, the patient experienced lung disorder ("pulmonary issues"). On (B)(6) 2013, the patient experienced drug hypersensitivity ("hypersensitivity to drugs/reacted to 10 different drugs/reacted to leveguil, xopenex, dulera inhaler, tudorza pressair, zyrtec, advair, singular, q-var inhaler, and percocet"). In february 2013, the patient experienced syncope (seriousness criterion medically significant), abdominal distension ("pelvic/ abdominal swelling") and pelvic discomfort ("pelvic/ abdominal swelling"). In march 2013, the patient experienced tooth disorder ("dental issues / dental problems"). In august 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In november 2014, the patient experienced coeliac disease (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: I have fibromyalgia") with arthralgia and cow's milk intolerance ("cannot eat dairy due to gastrointestinal issues since the essure"). On an unknown date, the patient experienced back pain ("back pain / lower back pain"), pneumonia ("pneumonia"), musculoskeletal pain ("shoulders pain"), pain in extremity ("heels pain"), pain ("chronic pain syndrome"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma"), chronic obstructive pulmonary disease ("copd") and malaise ("sick"). The patient was treated with cefixime (flexeril), epinephrine, fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, syncope, coeliac disease, alopecia, tooth disorder, fatigue, back pain, hormone level abnormal, allergy to metals, drug hypersensitivity, pneumonia, lung disorder, fibromyalgia, rash erythematous, headache, dysmenorrhoea, vaginal discharge, abdominal distension, musculoskeletal pain, pain in extremity, asthma, chronic obstructive pulmonary disease, pelvic discomfort, abdominal pain, malaise and cow's milk intolerance outcome was unknown, the pelvic pain, rash, migraine and pain was resolving and the weight increased, nausea and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, asthma, back pain, chronic obstructive pulmonary disease, coeliac disease, cow's milk intolerance, device dislocation, drug hypersensitivity, dysmenorrhoea, fatigue, fibromyalgia, headache, hormone level abnormal, lung disorder, malaise, migraine, musculoskeletal pain, nausea, pain, pain in extremity, pelvic discomfort, pelvic pain, pneumonia, rash, rash erythematous, syncope, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Discrepancy to be noted in essure removal date as patient reported that she have removal surgery on (B)(6) 2019. Her surgery was classified as a complicated surgery due to having 3 coils instead of 2. Dr. Said he removed all 3 with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Nuclear magnetic resonance imaging - on 11-dec-2017: no negative findings.. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: coding correction received. Reported : cannot eat dairy due to gastrointestinal issues since the essure the coding were updated to dairy intolerance. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: I had 3 coils'), pelvic pain ('pain/chronic pain/ chronic pain syndrome'), syncope ('other injury(ies) or complication (s) please describe: fainting spells') and coeliac disease ('gastrointestinal or digestive system condition type: I have celiac disease') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2 coils in the right fallopian pain tube" and device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included multigravida, parity 3 and termination of pregnancy - elective. She had a severe reaction to the back allergy test. Concurrent conditions included sciatica and obesity. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for fainting, pain in hip and swelling abdomen as well as aclidinium bromide (tudorza pressair), beclometasone dipropionate (qvar), cetirizine hydrochloride, fluticasone propionate;salmeterol xinafoate (advair) since 2013, formoterol fumarate;mometasone furoate (dulera), gabapentin since 2017, levosalbutamol hydrochloride (xopenex), montelukast sodium (singulair) and salbutamol since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rash/rashes or skin conditions type: I had a rash with my period"), fatigue ("fatigue") and nausea ("nausea"). On (B)(6) 2009, the patient experienced alopecia ("hair loss"), allergy to metals ("allergic or hypersensitivity reaction type: I am allergic to nickel/nickel allergy") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes:I experienced hormonal changes while I had the essure"). In (B)(6) 2009, the patient experienced migraine ("migraines"), rash erythematous ("red rash on my face, chest and arms"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced lung disorder ("pulmonary issues"). On (B)(6) 2013, the patient experienced drug hypersensitivity ("hypersensitivity to drugs/reacted to 10 different drugs/reacted to leveguil, xopenex, dulera inhaler, tudorza pressair, zyrtec, advair, singular, q-var inhaler, and percocet"). In (B)(6) 2013, the patient experienced syncope (seriousness criterion medically significant), abdominal distension ("pelvic/ abdominal swelling") and pelvic discomfort ("pelvic/ abdominal swelling"). In (B)(6) 2013, the patient experienced tooth disorder ("dental issues / dental problems"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: I have fibromyalgia") with arthralgia and feeding disorder ("cannot eat dairy due to gastrointestinal issues since the essure"). On an unknown date, the patient experienced back pain ("back pain / lower back pain"), pneumonia ("pneumonia"), musculoskeletal pain ("shoulders pain"), pain in extremity ("heels pain"), pain ("chronic pain syndrome"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma"), chronic obstructive pulmonary disease ("copd") and malaise ("sick"). The patient was treated with cefixime (flexeril), epinephrine, fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, syncope, coeliac disease, alopecia, tooth disorder, fatigue, back pain, hormone level abnormal, allergy to metals, drug hypersensitivity, pneumonia, lung disorder, fibromyalgia, rash erythematous, headache, dysmenorrhoea, vaginal discharge, abdominal distension, musculoskeletal pain, pain in extremity, asthma, chronic obstructive pulmonary disease, pelvic discomfort, abdominal pain, malaise and feeding disorder outcome was unknown, the pelvic pain, rash, migraine and pain was resolving and the weight increased, nausea and vulvovaginal mycotic infection had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, asthma, back pain, chronic obstructive pulmonary disease, coeliac disease, device dislocation, drug hypersensitivity, dysmenorrhoea, fatigue, feeding disorder, fibromyalgia, headache, hormone level abnormal, lung disorder, malaise, migraine, musculoskeletal pain, nausea, pain, pain in extremity, pelvic discomfort, pelvic pain, pneumonia, rash, rash erythematous, syncope, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight 150 lbs. Discrepancy to be noted in essure removal date as patient reported that she have removal surgery on (B)(6) 2019. Her surgery was classified as a complicated surgery due to having 3 coils instead of 2. Dr. Said he removed all 3 with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Nuclear magnetic resonance imaging - on (B)(6) 2017: no negative findings.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2019: pfs received: events: abdominal pain, sick, cannot eat dairy were added. Indication for concomitant drug ibuprofen was added. Reporter causality comments were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('1 in my left that had broke'), device dislocation ('malposition of essure device location of device: I had 3 coils/ 1 outside the right fallopian tube on its own'), pelvic pain ('pain/chronic pain/ chronic pain syndrome'), syncope ('other injury(ies) or complication (s) please describe: fainting spells'), genital haemorrhage ('bleed like period when I stand up or walk, when I lay down it stops'), coeliac disease ('gastrointestinal or digestive system condition type: I have celiac disease') and pneumonia ('pneumonia') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no" and device use issue "2 coils in the right fallopian pain tube". The patient's medical history included multigravida, parity 3, termination of pregnancy - elective and asthma. She had a severe reaction to the back allergy test. Concurrent conditions included sciatica and obesity. Concomitant products included oxycodone hydrochloride;paracetamol (percocet) for fainting, pain in hip and swelling abdomen as well as aclidinium bromide (tudorza pressair), beclometasone dipropionate (qvar), cetirizine hydrochloride (zyrtec), diazepam (valium), fluticasone propionate;salmeterol xinafoate (advair) since 2013, formoterol fumarate;mometasone furoate (dulera), gabapentin since 2017, hydrocodone bitartrate;paracetamol (vicodin), levosalbutamol hydrochloride (xopenex), misoprostol (cytotec), montelukast sodium (singulair) and salbutamol since 1990. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), rash ("skin rash/rashes or skin conditions type: I had a rash with my period"), fatigue ("fatigue/tired") and nausea ("nausea"). On (B)(6) 2009, the patient was found to have hormone level abnormal ("hormonal changes:I experienced hormonal changes while I had the essure") and experienced allergy to metals ("allergic or hypersensitivity reaction type: I am allergic to nickel/nickel allergy") and vaginal discharge ("vaginal discharge"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced migraine ("migraines"), rash erythematous ("red rash on my face, chest and arms/ red face and neck"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual pain") and abdominal pain ("abdominal pain/sore in her abdomen area"). In (B)(6) 2013, the patient experienced lung disorder ("pulmonary issues"). On (B)(6) 2013, the patient experienced drug hypersensitivity ("hypersensitivity to drugs/reacted to 10 different drugs/reacted to leveguil, xopenex, dulera inhaler, tudorza pressair, zyrtec, advair, singular, q-var inhaler, and percocet"). In (B)(6) 2013, the patient experienced syncope (seriousness criterion medically significant), abdominal distension ("pelvic/ abdominal swelling/bloating") and pelvic discomfort ("pelvic/ abdominal swelling"). In (B)(6) 2013, the patient experienced tooth disorder ("dental issues / dental problems"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced coeliac disease (seriousness criterion medically significant), fibromyalgia ("autoimmune disorder type of disorder: I have fibromyalgia") with arthralgia and dairy intolerance ("cannot eat dairy due to gastrointestinal issues since the essure"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pneumonia (seriousness criterion medically significant), back pain ("back pain / lower back pain"), musculoskeletal pain ("shoulders pain"), pain in extremity ("heels pain/ problems with her right leg"), pain ("chronic pain syndrome"), vulvovaginal mycotic infection ("yeast infection"), asthma ("asthma"), chronic obstructive pulmonary disease ("copd"), malaise ("sick"), ovulation pain ("pain during ovulation"), dyspnoea ("breathing problems"), pelvic floor muscle weakness ("pelvic weakness"), nightmare ("nightmare"), abdominal discomfort ("jiggly feeling in abdomen/ feels very bruised"), swelling ("body swelling"), flatulence ("gas pain/ bloating"), dyspareunia ("pain after sex"), sciatica ("sciatica"), arthralgia ("hip pain"), coccydynia ("tail bone pain"), neck pain ("neck sore"), abdominal pain upper ("stomach hurts/intense pain in upper right quadrant"), gait disturbance ("barely walk/ hardly walk"), intervertebral disc annular tear ("disc tear"), anxiety ("anxiety"), biliary colic ("gall bladder pain"), inflammation ("inflammation"), dizziness ("dizzy"), dysstasia ("having issues standing and walking"), contusion ("bruised") and muscle spasms ("spasms"). The patient was treated with cefixime (flexeril), epinephrine, fluconazole (diflucan), ibuprofen and surgery (salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes), removal of third coil and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, syncope, genital haemorrhage, coeliac disease, pneumonia, alopecia, tooth disorder, fatigue, hormone level abnormal, allergy to metals, drug hypersensitivity, lung disorder, fibromyalgia, headache, dysmenorrhoea, vaginal discharge, abdominal distension, musculoskeletal pain, pain in extremity, asthma, chronic obstructive pulmonary disease, pelvic discomfort, abdominal pain, malaise, dairy intolerance, ovulation pain, dyspnoea, abdominal discomfort, dyspareunia, sciatica, arthralgia, coccydynia, neck pain, abdominal pain upper, gait disturbance, intervertebral disc annular tear, anxiety, inflammation, dizziness, dysstasia, contusion and muscle spasms outcome was unknown, the pelvic pain, rash, migraine, pain and swelling was resolving, the back pain, pelvic floor muscle weakness and nightmare had not resolved and the weight increased, rash erythematous, nausea, vulvovaginal mycotic infection and flatulence had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, arthralgia, asthma, back pain, biliary colic, chronic obstructive pulmonary disease, coccydynia, coeliac disease, contusion, dairy intolerance, device breakage, device dislocation, dizziness, drug hypersensitivity, dysmenorrhoea, dyspareunia, dyspnoea, dysstasia, fatigue, fibromyalgia, flatulence, gait disturbance, genital haemorrhage, headache, hormone level abnormal, inflammation, intervertebral disc annular tear, lung disorder, malaise, migraine, muscle spasms, musculoskeletal pain, nausea, neck pain, nightmare, ovulation pain, pain, pain in extremity, pelvic discomfort, pelvic floor muscle weakness, pelvic pain, pneumonia, rash, rash erythematous, sciatica, swelling, syncope, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: current weight 150 lbs. Discrepancy to be noted in essure removal date as patient reported that she have removal surgery on (B)(6) 2019. Her surgery was classified as a complicated surgery due to having 3 coils instead of 2. Dr. Said he removed all 3 with no complications. After surgery plaintiff had sore for about a week in abdomen area, not bad at all. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.3 kg/sqm. Magnetic resonance imaging - on (B)(6) 2017: no negative findings.. Concerning the injuries reported in this case, the following ones were reported via social medial: dysstasia, contusion, muscle spasms. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media received. Medical history added. Events : having issues standing and walking, bruised, spasms added. On (B)(6) 2019: no new clinical information received. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.